Event description:
It was reported that intermittent unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. No additional information was provided.